Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 78 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During transition from the peel away sheath removal and insertion of the impella repositioning sheath, the patient endured an rcfa perforation. The pump was removed, two covered stents were applied, and a blood transfusion of 2u prbc was delivered.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ impella rp & rp flex ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The impella was placed through rfa, and patient had heavily calcified and stenosed vessels. Therefore, the root cause of the vascular damage - peripheral vessel issue was most likely patient condition related to diseased vessels. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.